Manufacturer narrative:
Date of event is estimate. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The patient effect of thrombosis is listed in the proglide instructions for use (IFU), as potential adverse event associated with use of the suture mediated closure devices. In the absence of device returned for analysis a conclusive cause for the reported difficulty could not be determined. The reported patient of thrombosis is a known inherent risk of the procedure. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported a proglide device was attempted. Reportedly, "#dvt (deep vein thrombosis) r (right) leg after venous access & closure with proglide for #pfo (patent foramen ovale). Pop access for lysis. Unable to cross femoral vein. Venous valve sutured close." No additional information was provided.